Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, frozen screen, no delivery/occlusion alarm, charge/battery lasts less than expected, harm reported with no reported allegation of a device malfunction. The customer reported no adverse event. The event involved product(s) mmt-441ak, mmt-1880, mmt-342. Trouble shooting was not performed and customer reported a past insulin flow blocked alarm. Customer reported a short battery life or a low battery alarm. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. No product return is required for mmt-441ak. Product return required for mmt-1880. It is unknown whether product will be returned. No product return is required for mmt-342.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test, rewind, seating, basic occlusion test, occlusion test, force sensor test and self test. No unexpected frozen screen, insulin flow block alarms, or battery related alarms noted during testing. Successfully downloaded history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. On adapt, no relevant alarms were noted to confirm customer's concerns. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage. Test p-cap locked into place properly during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case in summary, customer concern for frozen screen, no delivery/occlusion alarm, and charge/battery lasts less than expected not confirmed. Unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.